Event description:
"Sq mastx with immed submusc" 250cc mentor saline reconstruction. Other than one temp post-op to 101 degrees f ("source") no untoward events. Pt c/o cont firmness and deformity c/o pain in both breasts, inability to wear suits and right implants moving higher. Pt very unhappy has refused further "capsulx" by doctor. No systemic c/o's except an episode of cp/sob 3 weeks ago. ? Relation to implant - w/w at hospital. Pt is otherwise healthy.